Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high results for 2 patients tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. Patient 1 initial result at 11:51 a.m. Was 701 ng/l. This result was reported outside of the laboratory. A new sample was obtained for patient 1 at 3:37 p.m. With a result of 71.8 ng/l. At 4:46 p.m. The original sample was repeated with a result of 93.9 ng/l. The second sample was also repeated at this time with a result of 6.78 ng/l. The original sample was repeated again at 6:05 p.m. With a result of 4.63 ng/l. Patient 2 initial result at 12:05 p.m. Was 321.0 ng/l. This result was reported outside of the laboratory. The sample was repeated at 12:52 p.m. With a result of 74.1 ng/l. The sample was repeated again at an unknown time with a result of 13.9 ng/l. The e801 module serial number was (B)(4).